Event description:
The customer contacted zoll clinical application specialist (cas) and reported that during the cooling phase of an ivtm therapy, the thermogard xp ivtm system (sn (B)(6) displayed an "air trap" alarm. A former nurse suspected the alarm must have happened due to condensation on the console's air trap chamber. Zoll cas guided the customer to clean and dry the thermogard console, including the air trap openings, using a towel. The treatment was paused for 1 hour to dry the thermogard console. Even after the extensive drying of the thermogard console, the alarm occurred again. The catheter and start-up kit (suk) were inspected, and no issues were found. The customer used another thermogard console to continue and complete the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was evaluated by zoll service personnel at the customer site. The reported complaint of an "air trap" alarm was confirmed in the system's event log data, but the alarm was not replicated during functional testing. The root cause of the reported complaint was failed sensors on the air trap sensor block, possibly attributed to the age of the device. This thermogard console was manufactured in june 2017 and is over 6 years old, has exceeded its expected service life of five years. During visual inspection, no physical damage was observed on the thermogard console. The system's event log showed multiple "alarm_air_trap_warning" (1.5) alerts on the customer's reported event date, confirming the reported complaint. The initial functional test failed as the thermogard system could not recognize the filled air trap simulator, and the "check the following screen" prompted a red "air trap" indicator, unrelated to the reported complaint. Troubleshooting the problem revealed that the air trap sensors had failed to function. The zoll service personnel concluded that the root cause of both the red "air trap" indicator and reported "air trap" alarm was the malfunctioning air trap sensor block, which was replaced to remedy the issues. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).